Manufacturer narrative:
Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus or improper seating. The most common reason for pvl is inadequate debridement of a calcified annulus and is not a result of device malfunction. There may be small pvls identified intra-operatively or post-operatively which do not require any intervention. Most cases of pvl noted intra-operatively are corrected with standard surgical techniques during the initial implant procedure. The device was not returned for evaluation, as due diligence attempts have been made to obtain the status of the explanted device for return. At this time, the device status has not been provided. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was learned from implant patient registry that a 25mm aortic valve was explanted and replaced with a 25mm valve after an implant duration of 5 years, 5 months with severe aortic regurgitation due to perivalvular leak. The patient presented with sob on walking and doing light chores. The patient was discharged. Per the medical record the patient had severe ai due to pvl x2, right coronary sinus and non coronary sinus at the level of the valve sewing ring. The preoperative tee revealed pseudoaneurysms at the pvl sites. The 25mm valve was explanted. At the sites of the dilated sinus tissue imbricating mattress sutures were used to reduce the space, thus obliterating the annular defect at the at the commissure of the left and non cusps. This reduced the size of the larger defect at the right sinus. The 25mm replacement valve was implanted and seated well. There was no pvl and normal valve function at the end of the case. As reported, the surgical valve did not cause or contribute to the event. The device did not malfunction. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H10: additional narratives . Updated d4, h4, and h6 per new information received. The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors contributed to the event. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.